Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damaged occurred. After a 8.0-21mm carotid wallstent¿ was unpacked, the device was checked. When it was put in a saline, it was noted that the stent was rough and the tip was quite sharp. The procedure was completed with a another. No patient complications were reported and the patient¿s status was good.